Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 19g 1-1/2in tw had foreign matter in the packaging before use. The following information was provided by the initial reporter: black specs observed within product packaging. Reports that they had observed similar issues in some 18g needles they received in march 2020.

Manufacturer narrative:
H.6. Investigation: three photos were received by our quality team for evaluation. Upon visual inspection black foreign matter was observed on the needle hub and in the package; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since no samples were received the foreign matter type and root cause could not be determined.

Event description:
It was reported that needle 19g 1-1/2in tw had foreign matter in the packaging before use. The following information was provided by the initial reporter: black specs observed within product packaging. Reports that they had observed similar issues in some 18g needles they received in march 2020.